Event description:
5-fu cassette with 31" ext set, 60" ext set, + y-set was prepared by pharmacist on 9/27/99. Pt cassette changed 9/28/99. On 10/3/99, shortly after midnight, pt got up to use bathroom (he had not been asleep yet) and noticed tubing was "hanging funny". Discovered that tubing had pulled apart from lumen-lock.